Event description:
It was reported that the bd syringe with the luer-lok¿ tip had "plastic or glass" on the plunger. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "2 syringes: white fiber on the plunger 1 syringe: plastic or glass on the plunger near the barrel. Csp drug description: phenylephrine 400mcg/5ml syr."

Manufacturer narrative:
H.6. Investigation: sample was received. However due to the condition of sample, photo has been taken and evaluated. Twelve photos were received and evaluated. Ten photos appeared to display the same loose 10ml syringe with 5ml of clear fluid inside and a medication label and blue tip tap attached. It was observed there was a large hair-like flash extending off the flange which was rejectable per product specification. One photo displayed a close-up image of the fluid path of a syringe. The size of the syringe could not be determined and there was an unknown amount of clear fluid inside. It was observed there was a small loose fiber-like particle on the stopper. The composition of the particle could not be determined based on the photo. One additional photo of a loose syringe containing an unknown amount of fluid inside was received and evaluated. In the photo there was a black circle on the syringe that appeared to indicate a potential small white particle. Due to limited resolution, it was unclear if it was an actual particle or light reflecting from an air bubble. Potential root cause for the barrel flash defect is associated with the molding process. Potential root cause for the foreign matter in the fluid path defect could not be determined. The syringe was manipulated, and the compositions of the foreign matter particles is unknown. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe with the luer-lok¿ tip had "plastic or glass" on the plunger. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "2 syringes: white fiber on the plunger. 1 syringe: plastic or glass on the plunger near the barrel. Csp drug description: phenylephrine 400mcg/5ml syr."